Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose value of 54 mg/dl; the user treated with two juice boxes and glucose levels returned to target, and there were ongoing low glucose episodes without a discernible pattern despite not making meal announcements per prior guidance. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included user interview, review of use history, and troubleshooting and education, including discussion of cgm target settings and confirmation of a recent factory reset. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-reported hypoglycemia of undetermined cause with no confirmed device failure and no further clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.